Event description:
On (B)(6) 2012, the pt reported that on (B)(6) 2012, her blood glucose level was 490 mg/dl because her infusion device had stopped delivering insulin. She stated, that when her blood glucose level began to elevate, she would treat herself by bolusing, and it was not correcting the elevated blood glucose levels. She discontinued using the infusion device and gave herself injections of insulin and her blood glucose returned to normal. She stated that the infusion device has not displayed any alerts or errors. The pt has been reusing her insulin cartridges. She was advised that the insulin cartridges are not to be reused. She believes that the infusion device is delivering too low an amount of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.